Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height cubie pockets in drawers 2.1 and 2.2 were not detected on the bus. The customer rebooted the station and reset the cable. The customer also performed a drawer recovery, but the system continued to display a maintenance required error. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the storage space error on auxiliary drawers 2.1 and 2.2. A field service engineer (fse) reseating the bus cable and the retractable band to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.